Event description:
It was reported that a shoulder revision surgery is needed for a patient diagnosed with an active infection within the humeral canal. The device was implanted in 2003. Pre-op assessment reported the device head is still intact with the stem. The stem is cemented. The surgeon plans on removing the device and placing an antibiotic spacer. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided information that the patient had recently complained of pain; a humeral infection was found. During the 'revision' surgery, it was confirmed that the implant head was still intact with the stem; the cemented stem was not lose. The implant was removed and an antibiotic spacer was inserted. The reporter stated there are no plans to replace the implant due to the patient's age. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The explanted device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Relevant patient health history and preexisting medical conditions and well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. This is the first complaint of this type for this part/lot combination. If the device is returned and additional information is obtained, a follow-up report will be submitted.